Event description:
It was reported that the lead has a bipolar impedance of less than 200 ohms, undersensing, high threshold, and may have an insulation breach. The lead is still in use in unipolar configuration. It was further reported that the device was explanted and replaced due to no sensing/pacing and telemetry difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.